Event description:
It was reported that the device has a channel select button that failed test. This is an out of box failure. The biomed suspects a manufacturing defect. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 11/21/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue of the device having a channel select button that failed test could not be determined; no product or device logs were returned. The reported issue of the device having a channel select button that failed test could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a channel select button that failed test. This is an out of box failure. The biomed suspects a manufacturing defect. No additional information was provided. There was no patient involvement.